Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with multiple a47 alarm due to corrupted history file. No unexpected a52 or e52 alarms noted. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker

Event description:
It was reported that the customer's had software error alarm on insulin pump. The patient's blood glucose level was 140 mg/dl. The troubleshooting was performed. The customer was advised to discontinue the use of the insulin pump and revert to backup plan. The patient's was advised that the insulin pump will be replaced. No further information was reported.